Event description:
It was reported that a clearlink catheter extension set leaked. The reporter stated that the device cracked at ¿the junction where the tubing meets the female luer connector¿ during patient use. The leak caused a moderate level of blood loss to the patient. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.